Manufacturer narrative:
(B) (4). (B) (4). In this case, no known device problem was reported and the catheter was not returned for evaluation, which may have aided in determination of cause. Per the rx acculink IFU restenosis of the stented segment is a known potential adverse event associated with the use of the device. The information available is not sufficient to determined relationship between the patient adverse event and the abbott vascular device quality. During manufacturing, rx acculink catheters are 100% inspected for any anomalies prior to being packaged. Although a conclusive cause could not be identified, the event is possibly related to the patient disease state and operational context of the device.

Event description:
Time of adverse event: after the procedure. Adverse event: restenosis. Device issue: none. It was reported that a rx acculink 6-8 x 30 that had restenosed in the common carotid artery was being treated. The rx accunet was advanced; however, it would not cross the restenosed stent. The rx account was removed and an emboshield nav6 device successfully crossed the restenosed stent. An xact 6-8x30 was used to treat the restenosed stent and it was deployed successfully. There were no reported adverse patient effects. Per the clinical specialist the device is being retained by the hospital. The hospital is not releasing the device for analysis. Though requested no additional information was provided.